Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 828mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting was performed, and the customer's insulin pump alarmed during the manual prime process. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with prime alarms during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery tests due to prime alarm anomaly. The insulin pump passed the displacement test.